Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04feb2019. Philips field service engineer (fse) confirmed the reported issue. Discovered "post timer/24v failure" error code 1014 in the device history log. The fse replaced the power supply to resolve the issue. The device successfully passed performance specification testing after the repair was completed.

Event description:
The customer reported that the machine was not turning on. There was no patient or user harm reported. The event date was not specified; estimate used.